Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 350 mg/dl. Customer stated he was changing the infusion set, when he got to the prime process the device alarmed. Customer stated the insulin was squirting out during the manual prime process. Troubleshooting was performed and the customer stated the drive support cap was normal. During troubleshooting the device also alarmed motor error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with motor error alarms during the occlusion test and another error alarm during the prime test due to a faulty force sensor. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.